Event description:
It was reported the patient has been charging more than expected. The device was interrogated and the recharge statistics were accessed. Since 2008, the patient had recharged three times, for 1.9 hours, every 12.7 days, with 6 efficiency boxes filled in. Until about 6 months ago the patient had reportedly been charging every 2 weeks. Now the patient is recharging every week. The patient fell about 2 months ago but maintained stimulation.